Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was having battery issues and the battery icon was dead after multiple battery changes. The customer¿s blood glucose level was unknown at the time of the incident. The customer was unable to turn off the pump. Troubleshooting was not completed but the customer was assisted with pairing the transmitter to the pump. The insulin pump will not be returned for analysis.